Manufacturer narrative:
(B)(6) 2018. 29oct18. (B)(4) international UDI#. No phone number provided by customer. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the display monitor was faulty. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
B4: 28may2019, g4: 23may2019, the field service engineer (fse) evaluated the unit. The fse determined that the liquid crystal display assembly (lcd assy) required replacement. The lcd assy was replaced and the issue was resolved.the faulty lcd assy was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.